Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying the battery indicator symbol and she was unable to test her blood glucose level. On october 23, 2008, the technical service representative (tsr) spoke with the patient to obtain and verify information. For two days the patient noted the reported meter has displayed the battery indicator symbol, and she was unable to test her blood glucose level. According to the owner's booklet for this meter, the meter will display the battery indicator symbol when there is no longer enough power left to perform a test; the battery must be replaced. On original date at 9:30am, the patient awoke reportedly experiencing the symptoms of blurred vision and confusion. She did not attempt to test her blood glucose level while symptomatic. The patient administered self-treatment by consuming a glucose drink, and felt better afterwards. She did not seek any medical attention. The patient takes novorapid insulin six to eight units three times per day on a sliding scale based on meter readings and meals, and lantus insulin 16 units in the evening. During the time period when the patient was unable to test her blood glucose levels, she took reduced doses of insulin: four units of novorapid insulin three times per day, and twelve units lantus at night. She did not use any other meter to test her blood glucose levels. The patient stated her expected readings vary greatly. The patient tests her blood glucose level up to eight times per day. During the troubleshooting telephone call, the tsr determined the patient had not replaced the meter's battery according to manufacturer's recommendations. The meter, test strips and control solution were replaced. The patient noted the displayed low battery indicator symbol on the reported meter, but did not replace the battery. The patient claimed she was unable to test her blood glucose levels for two days, as the meter had no power, she changed her insulin doses, experienced blurred vision and confusion, and received self-treatment with food to resolve these symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.